Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was over delivering. The customer¿s blood glucose level was 36 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with glucose and food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that they have contacted their healthcare professional regarding the low blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose level. The customer alleges that the insulin pump was over delivering. Customer stated that the auto mode was automatically delivering insulin at the time of low blood glucose event. The device will not be returned for analysis.